Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq4346 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "she was informed that when dr tried inserting the access needle, it broke. They had to open another kit. I have no extra information and am still trying to find more out. Dr was the placing dr. Nothing was wrong with the catheter, only the needle."